Manufacturer narrative:
This report is submitted on april 05, 2018, (B)(4).

Event description:
It was reported the patient experienced heat sensation with device use resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with another cochlear device during the same surgery.